Event description:
International customer reported the ventilator alarmed vent inop due to a machine and proximal pressure sensor failure. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date of this report: 05/2015. Date rcvd by MFR: 02/19/2016. The data acquisition pcba to motor controller pcba cable was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).